Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, the patient had symptoms of cerebral infarction after surgery. Magnetic resonance imaging (MRI) showed multiple cerebral infarctions. Improvement was achieved via rehabilitation. No additional adverse patient effects were reported. Additional information was received indicating that during the procedure, the valve was recaptured. Per the physician, the cause of the stroke may have been that a blood clot was ¿torn¿ and embolized during recapture. Per the physician, it was possible that the delivery catheter system (dcs) caused or contributed to the stroke. It was unknown whether the valve caused or contributed. Additional information was received to report the valve was recaptured once due to a suboptimal implant position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, the patient had symptoms of cerebral infarction after surgery. Magnetic resonance imaging (MRI) showed multiple cerebral infarctions. Improvement was achieved via rehabilitation. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that during the procedure, the valve was recaptured. Per the physician, the cause of the stroke may have been that a blood clot was ¿torn¿ and embolized during recapture. Per the physician, it was possible that the delivery catheter system (dcs) caused or contributed to the stroke. It was unknown whether the valve caused or contributed.

Manufacturer narrative:
Other relevant device(s) are: product ID: d-evolutfx-2329, lot #: 00763000365677, ubd: 2025-05-17, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.